Event description:
Patient was revised to address pain. Update: (B)(6) 2012 - litigation papers received. In addition to pain, it is now alleged that the patient suffers from loosening and metallosis. All products have been reported. A date of implantation was located and verified through and invoice

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2583098 and 2557538 lot codes did not reveal any related manufacturing deviations or anomalies. A device history records review for the cj5e91000, b81av1000 and ck3e11000 lot codes did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/22/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated there was no metallosis or loosening as prevoiusly alleged. Metal ion levels were also noted to be normal. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/9/2016.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/10/2017- pfs and medical records received. After review of the pfs and medical records for MDR reportability, noted that no injury was alleged in the pfs. Revision operative record did not identify metallosis, or any type of metal-on-metal reaction. No implant loosening identified. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.